Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient saw a power-on-reset (por) warning message on their programmer about a month ago. They also stated that they had a return of symptoms ¿probably a couple of weeks ago¿ and that they had a kidney infection around 3 weeks ago. They also noted that they had begun to re-catheterizing again. It was noted that the patient had potential emi exposure noted as surgery they had a couple of weeks ago (surgery was reported as unrelated to the implanted device). No troubleshooting was performed due to the nature of error message seen. It was recommended that the patient follow up with their healthcare professional (hcp) for the issues and had an appointment in a couple of weeks. There were no further complications reported or anticipated.